Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator (ICD) 2013 (B)(6). (B)(4).

Event description:
It was reported that post implant of the right ventricular (rv) lead an oversensed event was observed on the electrogram (egm) and that it seemed to fall after the intrinsic p-wave with the sensing vector programmed nominally tip to ring. There were no further occurrences after several minutes of observation. The rv lead remains in use. No patient complications have been reported as a result of this event.